Event description:
The customer reported an alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump also alarmed motor error. The customer stated that the insulin pump was exposed to MRI scans as she works in that environment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.